Event description:
It was reported that the patient was unable to communicate with the implantable neurostimulator recharger (insr) or patient programmer (pp). The patient had charged the implant about 2 weeks ago. Troubleshooting was limited due to lack of access to the product. Further follow-up is being conducted. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).